Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1; date of submission: 11/01/2016. The device has been returned and evaluated by product analysis on 10/07/2016 with the following findings. During investigation, corrosion was found inside the battery compartment. The battery compartment was cracked below the bumper pad. The pump cover was removed to find no further evidence of moisture damage. Unrelated to the original complaint, the audio bolus button cover was torn but was responsive to user input. A leak test was performed and failed due to the battery compartment leak and the audio bolus button leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.